Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited out of range intrinsic amplitude measurements resulting in an alert in the remote home monitoring system seven days post implant. Review of stored device data in the remote home monitoring system noted a significant decrease in rv intrinsic amplitude measurements. Additionally, the presenting electrogram (egm) showed the rv lead exhibited oversensing of atrial activity. Technical services (ts) recommended further review of the lead. Additional information was received that the patient was seen in clinic. A lead dislodgement was suspected, however, was not confirmed on x-ray at this time. Tachycardia therapy was programmed off and the patient was scheduled for a lead revision procedure on an unknown future date. No adverse patient effects were reported. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The rv lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited out of range intrinsic amplitude measurements resulting in an alert in the remote home monitoring system seven days post implant. Review of stored device data in the remote home monitoring system noted a significant decrease in rv intrinsic amplitude measurements. Additionally, the presenting electrogram (egm) showed the rv lead exhibited oversensing of atrial activity. Technical services (ts) recommended further review of the lead. Additional information was received that the patient was seen in clinic. A lead dislodgement was suspected, however, was not confirmed on x-ray at this time. Tachycardia therapy was programmed off and the patient was scheduled for a lead revision procedure on an unknown future date. No adverse patient effects were reported. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.